Event description:
During a laparoscopic cholecystectomy the device was fired on the cystic artery and duct and the clips were not properly forming. The procedure was completed with a similar device. There was no patient consequence.